Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the surgeon noticed that two reverse trial inserts (5901-ic-3604 and 5901-is-3604) were damaged and were falling apart in the wound. The damaged humeral insert items created debris, but all the debris was retrieved from the surgical site before closure was performed.